Manufacturer narrative:
H3: remote support provided.

Event description:
Philips received a complaint on the heartstart mrx indicating that the internal paddles failed. There was reportedly no patient involvement. The customer, clinical engineer worked with the philips remote service engineer (rse) and it was determined that this was a malfunction of the internal paddles which were put on order. The customer to install the paddles. The customer has placed an order for replacement internal paddles to resolve the issue. The device remains at the customer's site. No further action is warranted at this time.